Event description:
It was reported through a journal article that 1 patient required a revision procedure due to instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: literature - stadecker, m., givens, j., schmidt, c.m., ... Frankle, m.a., (2025). Mismatched implants yield comparable outcomes in revision shoulder arthroplasty. Journal of shoulder and elbow surgery, 34(6), s22-s27. Https://doi.org/10.1016/j.jse.2025.02.003. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.